Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gabapentin (unk mg/ml at unk mg/day) and dilaudid (hydromorphone) (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient arrived in the emergency room (ER) with respiratory failure. The healthcare provider (hcp) stated that he was afraid the patient was over-infusing and pump was malfunctioning, so they requested a company representative (rep). The hcp thought the drugs in pump were dilaudid and gabapentin, but he was unsure. The technical services (tss) transferred the hcp to the national answering service (nas). Additional information was from a healthcare provider (hcp) indicated that the patient was admitted due to the respiratory failure. The hcp waiting for a company to interrogate the pump so they can rule out the cause of the respiratory failure. The cause of the event was unknown.